Manufacturer narrative:
Height: (B)(6). Based on the available information, this event is deemed to be a serious injury. The complaint/incidence data-post market data analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints as a result of skin complications which are caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required, and this complaint will be closed. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on november 3, 2016. (B)(4).

Event description:
The end user reported a circumferential red rash-like area under the white tape collar. She experienced itching from this area and it was moist at times. This rash started with the moldable wafer with a hydrocolloid tape collar but persists. The patient saw her dermatologist and a patch test was done. The test was negative. The patient was prescribed methylprednisolone. No further details have been provided.